Event description:
Evd was found to be broken when liver ICU went to pick pt up to return to liver ICU . It is thought that the transducer is breaking at the connection to the catheter that connects to the patient. Break may be caused by a combination of the user twisting the connection too tight and/or the weight of the cords hanging from one side of the transducer may be causing a weakness at the connection site.